Event description:
Warmer drape used for irrigation fluid. At end of case when drape removed, discovered fluid in the warmer pan. The warmer drape had a hole and there was communication between the unsterile metal receptacle and the irrigation fluid. The product is not compounded; the product is not over-the-counter.